Event description:
Report rec'd from (B)(6) stating that the device did not function and the device motor rotated when lock was on. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).